Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call audio beep anomaly. Customer's blood glucose level was as high as 344 mg/dl and as low as 66 mg/dl. Troubleshooting for beep anomaly was performed. Customer advised they do not hear the tone on the insulin pump and the alerts are set to beep. Customer changed alert type to vibrate. Customer was able to perform and pass the self-test.